Event description:
Caller reported a minimum fill notification but resolved the issue independently before contacting support by retrying to fill the tubing until it functioned correctly. There was no adverse impact to the customer's blood glucose level. The caller had filled cartridges with 300 units without removing air before filling and used cold insulin. Technical support planned to educate the caller on these procedures and assist in documenting the issue, although no new cartridge was needed as the same one was used.